Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6 codes as appropriate. H6 code (investigation findings) has been corrected to "213,"and h6 code (investigation conclusions) has been corrected to "67."

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. Prior to the device evaluation, the device was sent out for microbiological testing, and upon testing, prior to reprocessing as well as after reprocessing, there was no hygiene microbiological investigation (hmi) detection. The device evaluation found adhesive deterioration and separation on the thread-wound sections on the bending section cover. The buckles and coating were peeled off on the insertion tube and due to the wear of the angle wire, the bending angle in the down direction did not meet standard value. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A hospital reported two patients that had polymerase chain reaction (pcr) testing had positive traces of tuberculosis (tb). They hypothesize that the evis exera ii ultrasonic bronchofibervideoscope may be contaminated. The facility manually disinfected the device with peracetic acid. The device was not microbiological tested by the facility. (B)(6) represents patient 1 of 2. (B)(6) represents patient 2 of 2. This medwatch report is for the patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Although the requested questionnaire was not provided by the facility, the following additional information regarding device reprocessing was received: the facility cannot ensure disinfection of the device from the previous day. Therefore, before using every endoscope, the device is immersed in peracetic acid for 10 minutes, then rinsed and dried with compressed air. When the endoscope is used between different patients, the following cleaning and (subsequent manual) disinfection is performed by the facility: 1. Immerse it in water and perform a leak test. 2. Brushing with single-use brushes is carried out on the cleaning channels with detergent to remove coarser dirt, 3 times for each of the 2 channels. 3. Water with enzymatic detergent is injected using an infusion pump for 5 minutes and then rinsed with water. 4. Disinfection with peracetic acid for 10 minutes. Rinsed with sterile water and dried with compressed air. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, there was no microbial detection found after third-party culture testing (before and after device reprocessing). Per the information provided by the facility, obvious deviation from the device reprocessing steps (outlined in the instructions for use (IFU) manual) could not be confirmed. Therefore, a relationship between the subject device and the reported patient infections (mycobacteria) could not be determined. The event can be detected/prevented by following the IFU in sections: chapter 6; compatible reprocessing methods and chemical agents. Chapter 7; cleaning, disinfection, and sterilization procedures. This supplemental report includes additional information provided by the customer. B5 updated accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The patients involved showed traces of mycobacteria by polymerase chain reaction (pcr). In neither case was tuberculosis suspected. The facility concluded that none of the patients' cultures have been positive for mycobacterium tuberculosis.